Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system

Event description:
After review of medical records, it was indicated that the patient s had quite a few instability episodes where he has had dislocation of the right hip and feels that hip is unstable. The patient was then revised for failed right total hip arthroplasty. Operative notes had no additional allegation. Doi: (B)(6) 2014; dor: (B)(6) 2016; right hip. The patient had bilateral hip implants, the left has a poly-ceramic construct and there were no allegations reported.